Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that their mother's heart rate was lower than the programmed lower rate of the leadless implantable pulse generator (ipg). It was noted that the patient felt a kicking sensation when pacing, was stiffened and had a bit of a convulsion. The device remains in use. No further patient complications have been reported as a result of this event.